Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion sets connections did not stay and it could have caused high blood glucose level. Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. No further information available.